Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient concern with the product and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported, right side exchange from textured to smooth, due to the patient concern with the product. And capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1 h3 h6; correct reason for reoperation is "bilateral exchange from textured to smooth, due to the patient concern with the product". A visual analysis of the returned device identified, opening. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, opening striated in the anterior, broken striated in the plug strap and puncture opening in the anterior. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage. A broken striated in the plug strap side assessed, as surgical damage. And six puncture opening on the device assessed, as to surgical damage like.